Event description:
The customer reported fluid leak from the coulter lh 750 hematology analyzer which appears to be cleaner. The customer noted that the leak was approximately 200 ml and had leaked onto the counter top. The customer was unable to determine the source of the leak as the event occurred during an overnight shift when the operators were not present. The customer was wearing personal protective equipment consisting of gloves, lab coat, and safety glasses and there was no report of injury or exposure in connection with this incident. No erroneous patient results were generated and there was no change to patient treatment in connection with this incident. Beckman coulter field service engineer (fse) was dispatched and found the leak at the blood sampling valve (bsv). The fse noted that the tubing from the white blood cell (wbc) diluent dispense pump was not connected to fitting on the bsv. The fse reconnected tubing to repair the leak and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).